Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 ((B)(4), awareness date (B)(6) 2015 ). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6)2012. According to her, essure insertion was a quick and fairly painless. Three months later she had confirmation test performed and everything looked good. Within a year she had back pains and started to gain weight consistently (her belly was bigger than when she was pregnant). Every time she would have sex she bled and she gradually lost her desire to have sex all together. In (B)(6) 2014 she started to have crazy heavy and extremely long periods. She never had regular periods, she usually only got 2-3 a years but even they lasted only for a week. After four months of almost constant bleeding she had novasure ablation performed in (B)(6) 2015 and had no bleeding since healing. Her doctor told her she was bleeding because she was getting older, but she had turned 30 and she believes essure was the cause of it. She also experienced a lot of hip pain, random occasional lower abdominal pain, and constant crawly feeling in her skin, hair loss and metal allergy, that may or may not be the cause of the crawly feeling. She has an appointment with her gynecologist in (B)(6) 2015 and she will request the essure removal via hysterectomy. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who experienced heavy and extremely long periods 2 years after essure (fallopian tube occlusion insert) insertion. After 4 months of constant bleeding she was submitted to an endometrial ablation (novasure) and recovered. This event is listed according to essure's reference safety information and was considered serious due to medical importance. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the temporal relationship between essure insertion and the event was weak. However, since no alternative explanation was provided; causality with the suspect insert cannot be excluded. This case was regarded as incident, due to the reported endometrial ablation (required intervention) for bleeding's treatment. In addition non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who experienced heavy and extremely long periods 2 years after essure (fallopian tube occlusion insert) insertion. After 4 months of constant bleeding she was submitted to an endometrial ablation (novasure) and recovered. This event is listed according to essure's reference safety information and was considered serious due to medical importance. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the temporal relationship between essure insertion and the event was weak. However, since no alternative explanation was provided; causality with the suspect insert cannot be excluded. This case was regarded as incident, due to the reported endometrial ablation (required intervention) for bleeding's treatment. In addition non-serious events were reported. The product technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.